Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #:(B)(6), ubd: 06-dec-2026, UDI#: (B)(4) ; product ID: 97 7a260, serial/lot #: (B)(6), ubd: 16-jun-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced a return of pain. Both leads had migrated from the implant site. An impedance check revealed two open shorts with values of 11:650 and 14:700. The patient mentioned that the device was not helping with pain management following an unrelated fall in (B)(6), leading to discontinuation of its use. An x-ray confirmed the migration of both leads, and a connection check showed all green indicators. The device was reprogrammed based on the new lead positions, and the physician was updated. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.